Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The analysis results were further reviewed. These test results meet the specification for the power supply (<(><<)>11.5vdc). The input range is 6-9vdc. Under load, when connected to the monitor, the power supply voltage decreases. A loaded test was not performed and therefore it is unknown if the loaded voltage of these supplies is in the operating range. However, the supplies show no evidence of malfunction and meet the power supply specification. It is highly unlikely that these supplies caused the reported failure.

Manufacturer narrative:
Product event summary: analysis found that the power supply voltage was out of specification, high. The monitor was able to power up using the power supply that was returned, however, the high voltage might damage a component.

Event description:
It was reported by the patient that a storm went through and the remote monitor is no longer receiving power. A new power cord will be sent to the patient. The monitor was later returned to the manufacturer. No patient complications were reported as a result ofthis event.

Event description:
It was reported by the patient that a storm went through and the remote monitor is no longer receiving power. A new power cord will be sent to the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.